Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems or the reported issue with sensing as the lead passed electrical testing. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during implant, the helix of this right atrial (ra) lead was unable to extend or retract after attempts to position the lead in an optimal location due to poor sensing. Thus, a new lead was implanted. The lead was tested outside the body and the helix extended suddenly after twenty rotations. No adverse patient effects were reported. The lead was returned.

Manufacturer narrative:
This lead is expected to be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead got implanted during atrial fibrillation and poor sensing was observed, thus a repositioning was planned. The lead was attempted to be positioned in several locations, but the helix would not extend or retract. The lead was tested outside the body and the helix extended suddenly after twenty rotations. Since it was not possible to extend or retract the helix inside the body with proper sensing a new lead was used. This lead will be returned. No adverse patient effects were reported.